Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the reported event occurred when the system could not process multiple usb devices at once. Also, the capture cards required configuration. To resolve the issue, the technician reconfigured the system to be able to process multiple usb devices at once and configured the capture cards. The technician tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure, their hexavue custom room rack was not recognizing devices connected to usb and images were not being captured. The procedure was completed successfully following a short delay to manually route devices and images to the desired sources. No report of injury.